Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level above 400 mg/dl, with symptoms of vomiting before eating and severe fatigue. Cause was not known. Customer changed supplies and a correction dose via an insulin pen was administered to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.